Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('endometritis') in an adult female patient who had essure (batch no. C965077) inserted for female sterilisation. The patient's medical history included parity 2, diabetes in pregnancy, hernia, uterine leiomyoma, myomectomy, recurrent abortion, gravida ii, parity 1, tonsillectomy, cesarean section, endometritis, uterine fibroid, vaginal burning sensation, back pain and uterine dilation and curettage. Family history included blood pressure high. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and endometritis outcome was unknown. The reporter considered endometritis and pelvic pain to be related to essure. The reporter commented: the left coil was placed without difficulty and 3 coils were visable. The right coil was placed without difficulty and 3 coils were visible. Discrepancy noted: date(s) of insertion: (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: pregnancy test negative. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received. Processed with follow up 1. Lot number was added. Previously added event medical device removal replaced to pelvic pain. Reporter, concurrent conditions were added. New event added- endometritis. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2020)') in an adult female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2020)). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.